Manufacturer narrative:
H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected, based on the engineering evaluation results. B2 has been corrected, as an incorrect selection was accidentally checked in the previous report. This is one of two manufacturer reports being submitted for this event. Please reference related report. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this event. Additional assessment of the failure mode is not required at this time. An existing product risk assessment (pra) applies to this event. The pra documents the difficulty advancing the delivery system through the sheath, resulting in system components interfering with access vasculature resulting in additional percutaneous intervention, which did occur during this event. No further action is required. The device was returned for evaluation. The returned device was visually evaluated. The valve was stuck in the sheath hub and the sheath was partially expanded with an unopened tip. During functional testing, the associated delivery system was able to advance through the sheath. The liner expanded and the tip opened as intended. Due to the nature of the event, no dimensional testing was performed. The sheath was returned with the delivery system partially inserted into the sheath, with the full loader over the flex shaft of the delivery system. The valve was stuck inside of the sheath, and the sheath was partially expanded (5 inches expanded, 6 inches unexpanded) with an unopened tip. Engineering advanced the valve through the sheath, and the tip opened as intended, and the liner expanded. There was curvature on the sheath shaft. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided and revealed the patient had undersized vessels and calcification was present. In this case, the inability to advance through the sheath was confirmed based on evaluation on the returned device. Available information suggests patient factors (undersized vessels, calcification) likely contributed to the event as it was reported that the patient had undersized vessels and imagery revealed undersized vessels and calcification. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Prior corrective action captures high push force investigation and corrective/preventative action. As no defect which could have resulted in the event was confirmed, no further escalation is needed at this time. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure, the heart team had difficulty advancing the 23mm sapien 3 ultra resilia valve through the 14fr sheath. The team used fluoroscopy to determine what was causing the difficulty and noticed the valve was not advancing pass the level of the external iliac. The team made a few attempts to advance the valve and then made the decision to remove the esheath+, commander system, and 23mm valve from the patient over the wire and inserted a new 14fr sheath. The sheath, valve, and commander system were removed together. A second sapien 3 ultra resilia valve was advanced via the second esheath+ with some difficulty and deployed without issues. Following the second esheath+ removal, an angiogram of the external iliac artery showed an dissection. The team ballooned the vessel for five minutes, which resolved the issue/dissection, and the patient was transferred to the floor in stable condition.